Manufacturer narrative:
The attachment was received at the MFR for service and eval. During the investigation an overheating condition was found and then reported. Based on the investigation details, the likely cause was debris found inside the device. Service repaired and returned the device to the customer.

Event description:
The attachment was returned to the MFR for service, and during the investigation the device began overheating. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.